Event description:
It was reported that the patient underwent a pocket revision due to difficulty charging the ipg. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred the device was revised.